Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. Another ICD was successfully placed. No adverse patient effects were reported.